Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After positioning of the 14f amulet delivery sheath in the left atrium, with good back bleeding, hemodynamic collapse occurred and CPR was required. Per report, the event was secondary to an air embolism. When recognized, maximum heparinization was started. Per report, the sheath was not a contributing factor.

Event description:
A patient was under conscious sedation for implant of the amplatzer amulet device and after positioning of the 14f amulet delivery sheath in the left atrium, with good back bleeding, hemodynamic collapse occurred and CPR was required. Per report, the event was secondary to an air embolism. A touhy connector was not being used and per report the sheath was not a contributing factor. When recognized, maximum heparinization was started.